Manufacturer narrative:
(B)(4).

Event description:
Device showed eos on hm. Eos reset was performed successfully. Device back at 100% battery remaining. The device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the battery status eos, detected on (B)(6) 2016 at 03:15 pm, leading to a notification via home monitoring to assure the patients safety. The data further showed a detection of strong magnetic fields at 03:05 pm, 10 minutes before the eos detection. It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. The data documented that MRI mode of the device was never activated. The analysis revealed that the device was reset on (B)(6) 2016, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module cannot be fully excluded. Should additional relevant information become available, this investigation will be updated.